Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving fentanyl at an unknown con centration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that a motor stall had occurred. The motor stall was seen at initial interrogation and pump event logs confirmed an active motor stall. It was confirmed that the patient had not recently had an MRI. The pump was scheduled to be replaced on (B)(6) 2017. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Initial reporter updated to reflect the information received on 2017-dec-15 regarding the initial reporter of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2017-dec-15. It was confirmed that the patient's hcp first reported the event to the rep on (B)(6) 2017. It was confirmed that the cause of the motor stall was not determined. It was noted that the pump would be returned for analysis following the pump replacement. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was receiving fentanyl 200mcg/ml at 200mcg/day and bupivacaine 25mg/ml at 2.5mg/day via an implantable pump. The pump stalled and never recovered. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was telemetry with the clinician programmer. The pump was replaced and the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Correction - the reported concentration of fentanyl being delivered by the pump was 2000 mcg/ml, not 200 mcg/day as previously reported. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. No further complications were reported.